Event description:
It was reported that the customer was having difficulty with loading the cot into the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer was having difficulty with loading the cot into the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported by the customer that if the cot was not aligned properly with the powerload, the trolley arms may contact the cot in an incorrect position (the legs). When this occurs, the cot begins to be raised. As the cot is being raised, the trolley arms may slide off of the cot legs and contact the appropriate position on the base of the cot. The manual states that it should be ensured that the cot is properly aligned with the lifting arms when the cot is loaded into the ambulance. No patient was involved and the unit was found to be fully functional.